Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was not getting coverage in the feet. The patient underwent a revision procedure wherein the spinal cord stimulation (scs) implantable pulse generator (ipg) was replaced and added spinal cord stimulation (scs) lead. The patient was doing well postoperatively. The explanted device will not be returned as it was not released by the facility.